Manufacturer narrative:
H3 other text : device returned but not yet evaluated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged nausea, cough and irritation of the upper airway. There was no report of serious or permanent patient harm or injury. Philips is currently investigating this complaint; however, the device examination has not yet begun. The device is currently at the service center awaiting evaluation. A follow up report will be submitted when the manufacturer has received the device evaluation from the service center.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged nausea, cough and irritation of the upper airway. There was no report of serious or permanent patient harm or injury. The manufacturer received new information that the device was returned to a third-party service center. During the evaluation, the device was visually inspected and found dust/dirt in the device. There was no evidence of foam degradation. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.